Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, a patient is experiencing an unexpected outcome. The target refraction was plano and the patient's current refraction is -3.50 +2.75. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the product remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be verified. Solution was observed on the returned product. The product was returned and damaged was observed. The device was returned in a container with a lid; none of the original labeling was returned. Product history records were reviewed and all documents indicate the product met release criteria. Based on our observation it can be reasonably concluded that the event is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
(B)(4).